Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon of the fogarty catheter would not deflate during testing prior to use in patient. Replacing the catheter for another one, solved the issue. There was no allegation of patient injury. The catheter is available for evaluation.